Event description:
It was reported that the programmer generated an error. Follow-up determined that it occurred at start up of the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).